Event description:
(B)(4).

Manufacturer narrative:
(B)(4). An investigation was carried out into this complaint. When reviewing similar reportable events for pool lift (including mk1 pool lift), we have found a low number of other similar cases where castor broke off. We have been able to establish that there is no complaint trend concerning these kind of events. The device was inspected by an arjohuntleigh rep at the customer site and found to be out of spec. The device was being used for pt handling and in that way contributed to the event. Initially, it was reported that two castors broke off the chassis. There was no pt involved; however, because of a potential risk, it has been decided to report this event in abundance of caution. Info provided in the complaint file confirms incorrect service of the device - the castors were replaced about half a year ago and they weren't tightened correctly. We have not been able to find any contributing mfg anomalies. The root cause of this complaint was found to be an incorrect maintenance as the received info and our eval as described above are showing that if the IFU recommendation and preventive maintenance were followed there will be no pt at risk. Please note that the involved device was in use for about 14 years, the expected operational life time of the pool lift is 10 years from the date of manufacture.